Event description:
Meter name: fasttake, strip name: fasttake, meter code: ni, strip code: ni, strip storage: ni, symptoms: "felt high" and "pain in feet". A patient reported they were unable to test due to no power. Based insulin on feelings. Results of 125mg/dl on their meter and 90 on a precision (unknown if a backup or a friends or when it was taken). Inquired about a law suit on the meter that was mentioned in the news. The rep informed the patient there is no litigation on this meter. The patient refuses to return the meter stating it could be used as evidence because of the results in the memory. The patient would not trouble shoot. Treatment was unknown. No further information has been reported.